Event description:
The rptr did meter to hcp meter comparison tests. Reading at home was 405 mg/dl, and the reading on the hcp meter at the hospital lab (type unknown) was 255 mg/dl. No info was given on test timing. Did not have any symptoms. Control solution testing was not done due to lack of supplies. No harm was alleged. F/u attempts to contact the rptr for add'l info have not been successful.